Event description:
Contego medical was notified on the event on november 04, 2025. This MDR is being filed as a conservative measure. The device was not returned to the manufacturer for evaluation. Without the returned device, a physical or functional inspection could not be performed. The investigation was therefore based on the event description, information provided by the sales representative and attending physician. Based on the information received, the event is consistent with excessive force applied during device advancement and withdrawal after resistance was encountered. No patient harm was reported. Below are the details as reported. Event as reported. The neuroguard stent iep sys ng-0630-140-2 device was prepped according to IFU by fellow and attending. The fellow began to advance the delivery system over the non-medtronic (ez filterwire) guidewire that was already in place through a 6fr non-medtronic (shuttle) sheath. He experienced some friction and unfortunately kept pushing. The attending thinks the tuohy was too tight or the fellow was compressing the non-medtronic sheath while advancing the delivery system. The attending and sales rep said to pause and it was discovered that there was a thin wire coming out around the thumb wheel. It was decided the device was obviously compromised and needed to be removed. Due to the fact that the non-medtronic sheath was "bareback" the removal of the entire system with sheath was not able to be safely executed. The delivery system was removed and the device was believed to be deployed in the shuttle sheath. Imaging of the sheath by itself confirmed this. The device was broken into pieces because the fellow was pulling extremely hard when removing the system and we were trying to locate the stent. This was before the shuttle sheath was replaced and imaged separately. A second device was prepped and the attending decided to do it all himself. The second device was advanced and deployed without issue. Physician not concerned for any harm to the patient at all. No patient complications have been reported as a result of this event. On 19nov2025: additional information from rep - the device was prepped on the back table in the steps provided in IFU. The device was inserted into a guide catheter with appropriate ID size according to IFU. I can confirm, myself and the attending, agree that the fellow pushed the device multiple times after resistance was felt. The attending is certain it was him and not the device. We used a second device; the attending had zero issues and will use the device again.